Event description:
It was reported that this right atrial (ra) lead exhibited a low intrinsic amplitude of 0.4mv. An alert was issued in the remote monitoring system for this measurement. Technical services also noted some undersensed beats on the right atrial automatic threshold (raat) test electrogram. No adverse patient effects were reported. The lead remains implanted and in service.

Manufacturer narrative:
The lead remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.